Event description:
During routine testing of the device at the service center, the service tech reported the rear cover of the monitor was cracked. The monitor was originally returned for repair of an arterial sensor failure when the cracked rear cover was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.